Manufacturer narrative:
The fse mentioned that this is a quotation case, and the customer did not accept our service, resulting in no final resolution. Based on the available information, we cannot confirm the reported problem due to insufficient data. Since the customer did not accept our service, there was no final resolution, and we are unable to confirm the final disposition of the device. As a result, the investigation concludes that no further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ experienced a capacitor failure. There was no reported patient involvement.